Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had recurring insulin flow blocked alarms. They had changed the site but still received an insulin flow blocked alarm. The customer's blood glucose level was 426 mg/dl. They treated the high blood glucose with an insulin pen. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer stated the alarm occurs randomly and not just when they are taking a bolus. Troubleshooting was performed. They were advised to try the remedies reviewed to prevent recurring alarms. The insulin pump will not be returned for analysis. The reservoir will be returned for analysis.